Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: operating pipe of the slider broken/hook stuck inside the coil/it was impossible to move back. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: operating pipe of the slider broken/hook stuck inside the coil due to mechanical load. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy, the physician wanted to perform a polypectomy on a polyp larger than 1 cm using the subject device. The device was placed around the foot of the polyp and tightened. When the user tried to release the device by moving the handle back and forth, it wouldn't come off it's sheath. After three attempts to release, the surgeon pulled on the device to free the polyp which caused the polyp to be cut without electrocoagulation, resulting in hemorrhage. A total of 6 clips were placed and the hemorrhage was resolved. The device malfunction and additional interventions resulted in a procedural delay of greater than 30 minutes. The patient was observed for 2 hours before being discharged home the same day. The customer observed the device afterwards and stated "the sheath support wire had broken". There were no further reports of patient harm.